Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent altitude alarms occurred with multiple cartridges. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, an obstruction was removed. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 324-325 mg/dl.